Event description:
According to the customer, when certain panels were run together on the prepplus, the instrument fails to wash the probe between samples. The failure caused a carry-over of reagents into the daughter tubes and cross contamination of the antibody vials. No results were reported out of the laboratory. No change pt treatment has been attributed with this event.